Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the multiple drawers were failed. The field service engineer replaced drawer to resolve. The system functioned as intended after field service engineer the troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system had multiple drawers failed. The customer added that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.